Manufacturer narrative:
Screw was in the body approx 6 years. The item that pulled free from the screw and was returned is the screw's inner-saddle. Visual examination of the underside of the saddle shows material displacement from the process of swaging. The swaging process includes a 12lb force test to ensure that the saddle is properly fixed to the screw shank. The inner saddle was likely forced from the screw by the application of significant force during attempted removal. The saddle coming free would not prevent the screw from being removed. That the surgeon stopped the case indicates that the screw hex may have been damaged as well or that the needed removal tools were not on hand.